Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. There were no significant anomalies found with both the ins and the wrench. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient felt burning at the ins site, especially with the stimulation turned on. It was reported that the b urning sensation increases when the stimulation is increased and ceases when the stimulation is turned off. It was noted that palpation at the battery site increased the burning. The patient¿s doctor was notified, and the patient was waiting to hear back from the clinic. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The ins was replaced on (B)(6) 2019 and the rep would be returning the ins. The rep indicated that they became aware of the replacement surgery when it was scheduled which was typically about a week prior to the replacement surgery. The rep did not recall the exact dates that they were notified. The rep would send back the implant. No further complications were reported/are anticipated.